Event description:
Upon interrogation, therapy was discovered to be off. Its unknown how or when it was shut off. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. The data confirmed that the ICD therapy was switched off manually at the beginning of the follow-up on (B)(6) 2024 at 13:41 h (ICD time), by pressing the button ICD therapy off on the programmer device. The ICD had been implanted on (B)(6) 2023 and there were follow-ups on (B)(6) 2023 and (B)(6) 2024. Based on the data, the ICD is functioning as expected. There is no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a normal functionality of this ICD.